Event description:
The lay user/pt contacted lifescan in 2008 and alleged that his one touch ultra meter was displaying the apply sample message. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on five days earlier and as a result of the issue, he did not take any actions. He reported that immediately after the reported issue began, he was feeling hot and had a headache. The pt reported that on the day prior to original date at 11:30 am, he went to his dr's office because he wanted to get new test strips. He was tested on dr's meter with a result of 372 mg/dl and reportedly given insulin. His medication regimen is not provided. At the time of troubleshooting, it was verified that this was not a new prod. The test strip did draw the sample into the test area and the pt's technique for sample application was reviewed to be correct. However, this issue was not resolved when a retest was performed with a new vial of test strips. This complaint is being reported because the pt was allegedly administered insulin at the dr's office after obtaining a high result on the dr's meter. The treatment was administered 4 days after the alleged prod issue began. The reported issue was not resolved with troubleshooting. Replacement prods were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject prod(s) for eval. If the prod(s) are returned, lfs will evaluate it/them and inform FDA of prod(s) that do not pass inspection in a supplemental report.